Event description:
Caller reports that during a correlation study the following coaguchek xs plus/s/laboratory results were obtained: 2.3 inr/1.7 inr, 2.0 inr/1.5 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.